Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: 694965 defibrillator lead implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired. The site reported that the patient experienced high power with developing thrombus noted in the pump, outflow graft, and heart. The patient was intubated and sedated until the decision was made to withdraw care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported on (B)(6) 2018 that the site does not suspect the ventricular assist device (vad) or therapy procedure caused the patient's death.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption on (B)(6) 2018 to parameters outside the normal operating range. 42 low flow alarms were logged since (B)(6) 2018 and 4 high watt alarms were logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or inappropriate low flow alarm threshold setting. If information is provided in the future, a supplemental report will be issued.